Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 488 mg/dl. Caller stated that the customer was vomiting and dehydrated. Caller also stated that the customer's insulin pump under delivered and was alarming no delivery prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.